Event description:
The complainant reported the device has been disposed of and will not be available for return.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 23 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 3 of support, the patient's urine was tinged pink and continued to darken. Labs hemolyzed and there were intermittent placement signal low alarms on the automated impella controller. Echocardiogram showed the pump was deep, and measured approximately 6cm into the left ventricle. It was reported the physician would reposition the device. On day 5 of support, the patient was successfully bridged to impella 5.5. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position.

Manufacturer narrative:
Upon review, it was identified that the product problem (b1) was inadvertently omitted in error from initial and has now been provided. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. The cause of position issue was not determined due to insufficient clinical details and no product was returned.